Event description:
The product was returned for evaluation. An external visual inspection was performed and failed. There was damage to the sensor. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device available for evaluation - additional h2: additional information h3: device evaluated by mfg - additional h6: type of investigation - additional h6: investigation findings.

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient's daughter helped the patient insert a new sensor but the sensor failed. Upon removal of the sensor, the sensor wire was reportedly missing. The patient visited a doctor and at the clinic, an ultrasound was performed. Imaging confirmed a that a needle was in the patient's arm. The doctor numbed the affected area with an in injection and tried to remove the sensor wire by unspecified means but was unsuccessful. The wound was covered with gauze and medical tape and the patient was sent home. At the time of the report, the patient's arm felt hurt from time to time but was doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).